Event description:
Following an uneventful deployment sequence, the balloon would not deflate. The physician was able to pop the balloon with a 22 gauge needle to deflate the balloon. No further sequelae was reported.